Event description:
It was reported that the patient went to the chiropractor about 2 weeks ago and ever since then his stimulator was not right. Adjustments were made with a ¿clicker and computer.¿ it was the pain clinic that recommended the chiropractor. The patient had a peripheral nerve stimulator (pns) system for his ¿lb¿ and a spinal cord stimulator (scs) system for his legs. The scs system seemed to be the one that was not right. The patient was now feeling the stimulation in the arms when it was only supposed to be in the legs. They could not get stimulation to be comfortable. Reprogramming and an impedance check were not done but planned. An appointment with a manufacturing representative (rep) was scheduled for (B)(6). The patient was seen and the back system impedances were good and were within normal limits, and there were no issues with coverage. The leg scs had several out of range impedances on 8, 9, 11 and 15. The patient was programmed on 1 and when he turned it on he felt stimulation in the right wrist. The rep reprogrammed around them and he was now receiving effective coverage. The medical team was going to watch him and see him again in 2 weeks and if he still had coverage, no intervention was going to take place. 5 days later there was still high impedance and stimulation was cutting in and out. The patient could not make any adjustments down the right leg. However, the patient was not around his programmer at the time as he was working. It was noted that he moved around all of the time. His right side was affected. He ran it up to 3.85 and felt nothing on his right side. The problem is the patient was not feeling stimulation on his right side now. He was also seeing an out of regulation (oor) message on the programmer.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3777-60 (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2015 product type lead (B)(4) product ID 37712 (B)(4) implanted: (B)(6)2012 product type implantable neurostimulator patient codes applied to the lead: (B)(4) device codes applied to the lead: (B)(4) and (B)(4) evaluation code-conclusion applied to the lead also. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had a lead replaced due to the stimulation cutting on and off previously. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification from information reported on 2018-mar-26 was provided. Patient services indicated that they typed exactly what the patient told them. The patient was getting jabbing or stabbing on the inside of their back at the battery source location. It sounded like the patient thought that maybe the wires were causing this feeling. No further complications were reported or anticipated.